Event description:
It was reported that the device had a degraded downstream occlusion seal, which was found before infusion. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the downstream occlusion seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.